Event description:
It was reported that the patient sustained unspecified injuries resulting from spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Event description:
Reportedly, the patient has "mental anguish and the constant fear of needing another surgery."

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent the following procedures: transforaminal lumbar interbody fusion at l4-5; pedicle screws at l4-5; aspiration of bone marrow; facet arthrodesis. Pre-operatively, MRI and CT scans revealed a grade 1 spondylolisthesis at l4-5. As per op-notes,¿ the disk was collected and was sent to pathology for pathological analysis. We measured for a 9-mm implant. We placed an infuse bmp sponge with vitoss, placed that anterior to the cage and then placed another sponge wrapped with vitoss within the cage itself. We gently tapped in a 9 x 11 x 30-mm peek implant into the interspace at l4-l5. Its placement was confirmed both on ap and lateral fluoroscopic x-ray.¿ the patient tolerated the procedure well without any intraoperative complications.